Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter.

Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6), female patient who was receiving hydromorphone, clonidine, and bupivacaine (doses and concentrations unknown) via an implantable pump for an unknown indication. On an unknown date, the patient experienced "issues with different pumps." They had "five different situations that happened&#55316;hat they didn't recall. No further information was provided. Additional information has been requested regarding the pump(s) and catheter(s) serial numbers/lot numbers, clarification of "pump issues," patient symptoms, the cause of the event, troubleshooting and actions/interventions taken, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.